Event description:
It was reported the lead cap metal block had rotated. The lead cap metal block had "rotated on itself" when a screwdriver was used to remove it. The screw "removed completely" and the lead would not come out of the block, and thus the lead cap had to be cut. The lead was not implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3389-28, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Product ID neu_wrench_acc, product type accessory product ID neu_leadcap _acc, product type accessory product ID 3389-28, serial# unknown, product type lead. Analysis of the lead cap found it was cut and there was no significant anomaly. The lead cap had been completely cut through at the edge of the connector block. Due to the returned condition of the lead cap, the reported complaint of the connector twisting could not be verified. The setscrew moves freely in and out of the connector block so that was confirmed to be working properly. There was no evidence of any manufacturing issues. No anomalies were found on the wrench.